Event description:
Complainant alleged that during a routine shift check by a clinician, there was no pacer output on the device. Complainant indicated that there was no patient involvement in the reported malfunction.